Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant, falsely elevated ctni patient result was obtained on the dimension rxl max with hm instrument. A siemens technical support technician (tst) reviewed the system maintenance data and manual data for the affected sample and did not find any issue. As per the tst instruction's, the customer replaced reagent arm 1 (r1) and low hm consumables, aligned the wash probe to the wash wheel, bleached the drain, verified the alignment of sample probe (sp)/ r2 reagent arm to hm, performed maintenance on the hm module, and ran a chem wash precision test on the instrument, which recovered acceptably. Additionally, the tst advised the customer that their centrifugation protocol is outside of the tube manufacturer's recommendations. A siemens headquarters support center (hsc) specialist determined that quality controls (qc) were within expected ranges on the day of the event. The hsc specialist determined the deviation in the customer's centrifugation protocol, from the tube manufacturer's recommendations, possibly lead to cellular component remains in the plasma. This use error potentially impacted the reaction cuvette and potentially caused the discordant, falsely elevated ctni result. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ctni) result was obtained on a patient sample on a dimension rxl max with hm instrument. This result was reported to the physician(s) and based on this result, the patient was admitted into the emergency room (ER). A new sample from the patient was run on the same system, resulting lower. The physician(s) questioned the initial result and requested for the initial sample to be repeated. The initial sample was rerun on the same system, resulting lower than the initial result. The initial sample's repeat result was provided in corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.